Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage to keypad traces. No blank display anomaly noted. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has cracked case near lcd window corner, cracked lcd window, scratched reservoir tube window, cracked reservoir tube lip, broken belt clip slot, cracked battery tube threads, stained address serial number label and stained end cap sticker.

Event description:
Customer reported that she experienced high blood glucose. Customer stated that the insulin pump was turned off; customer changed the battery and the buttons are not responding. Customer stated that this is the second time this happened. Blood glucose value was 457 mg/dl; treated with manual injection. The device was not exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is neither damaged nor corroded. Customer reinserted a new battery and the display did return. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.